Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 485 mg/dl at the time of incident and current blood glucose was unknown. She arrived home at 5 and her blood glucose value was up to 500 mg/dl. She tried to bolus again and was prompted that her insulin was low. She changed her set and her blood glucose value remained high. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual injection. Customer will not be returned device for analysis.